Event description:
The distributor has reported on behalf of the user facility that a negative value was displayed on the monitor, and was unable to adjust or zero calibrate the device. No pt injury has been reported.

Manufacturer narrative:
To date the device has not been received for eval. An investigation has been initiated based on the reported info.